Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self test and off no power test. However, device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected low battery alarm noted. Unable to test excessive no delivery test due to motor error alarm. Device received with cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer is not able to complete the rewind sequence. Customer was assisted on performing the prime process; insulin exited tubing but insulin pump alarmed motor error again. Blood glucose value is 6.8 mmol/l. Nothing further reported.